Manufacturer narrative:
D10: concomitant devices: 3678904 180-65-30 - alteon 6.5mm screw, 30mm, 3752037 170-36-07 - biolox delta femoral head 36mm od, +7mm, 3819834 186-01-56 - integrip cc, cluster 56mm, g3, 3825128 188-01-11 - wedge plasma x/o sz 11, 3878916 101-45-20 - 4.5mm drill bit 20mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 104 months after a left total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear, painful orthopaedic hardware, and signs of polyethylene debris. Revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.